Manufacturer narrative:
Literature citation: periprocedural cerebral air embolism; a rare and potentially fatal complication of watchman device (p3-5.028) krithika umesh peshwe, badria munir, mandy hatfield, amelia adcock neurology apr 2023, 100 (17 supplement 2) 3481; doi: 10.1212/wnl.0000000000203297 b2: date of death - estimated as the year of the literature article as the date of death is unknown. B3: date of event - estimated as the year of the literature article as the date of the event is unknown. D6a: implant date - estimated as the year of the literature article as the date of implant is unknown.

Event description:
It was reported via journal article that an air embolism, cerebral vascular accident (cva), and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was deployed. The patient experienced acute change of decreased generalized responsiveness, and concomitant electrocardiographic change during deployment of the closure device. A neurological exam showed asymmetric pupils, left to right, and initially withdrew on all four extremities with rapid progression to flexor posturing to noxious stimulus. Computed tomography (CT) stroke protocol demonstrated an area of acute infarction in the right middle cerebral artery territory, associated with air in the sulci. The patient was transferred to another facility for hyperbaric oxygen treatment. Follow up CT scan of the head showed complete resolution of air emboli, however, the neurological exam remained poor, and the patient died during hospital admission.